Event description:
Patient underwent uncomplicated treatment with the rhinaer stylus. Approximately two weeks post-procedure, the patient presented with severe epistaxis. The nostril was packed but physician could not control the epistaxis. The patient received multiple units of blood via transfusion and ultimately had to be intubated and placed on a ventilator due to concern with aspiration. The patient underwent successful spa ligation surgery the next day and is recovering well.